Event description:
The customer reported that during the ablation procedure, the patient complained of pain on the left leg. The patient's skin under the pad was red. The area was cooled with iced water. The customer noted the pad was partly discolored. Initial evaluation of the incident pad found ti did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.